Event description:
Reported that "50 year old male patient presented on the 6th of february to the emergency department of hospital with a diagnosis of conscious ventricular tachycardia (vi). After being treated with IV lignocaine, with no effect on his cardiac rhythm. He was then medically sedated and was unconcious when defibrillator was performed by the consultant physician who is competent in this technique." "The first time the defibrillator occurred with the green defib pad (conmed aust) 200 joules was delivered once to the patient and the patient was seen to be in ventricular fibrillation (vf). The green defib pad (conmed aust) actually stuck to the paddles of the defibrillation machine when the paddles were removed from the patient's chest. The pads were then peeled off the defibrillator paddles and reapplied to the patient's chest for the subsequent shock of 200 joules which was delivered once. The patient then remained in ventricular fibrillation (vf). Following this second shock the patient was noted to have sustained superficial burns to the chest. With the subsequent and final shock of 360 joules delivered once a new set of green defib pads (conmed aust) were opened and used prior to delivering the final shock. The patient then reverted into sinus rhythm.